Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. Further investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. Some of the out-of-range pace impedance measurements appear to be isolated. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that data analysis was performed. It appears the shock impedance began increasing quite steeply since this device was implanted, and later, started to increase gradually with some variability. In regard to the pacing impedance, it was confirmed that these values have gone out of range on a number of occasions. Ts also found that the yearly trends show a variable ventricular intrinsic amplitude ranging from 6.9 to 25 mv, which has also been observed since the earliest device transmission after implant. Ts indicated that this variability and impedance observations could potentially suggest a lead integrity concern or header connection problem. Recommendations were provided. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. Further investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. Some of the out-of-range pace impedance measurements appear to be isolated. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that data analysis was performed. It appears the shock impedance began increasing quite steeply since this device was implanted, and later, started to increase gradually with some variability. In regard to the pacing impedance, it was confirmed that these values have gone out of range on a number of occasions. Ts also found that the yearly trends show a variable ventricular intrinsic amplitude ranging from 6.9 to 25 mv, which has also been observed since the earliest device transmission after implant. Ts indicated that this variability and impedance observations could potentially suggest a lead integrity concern or header connection problem. Recommendations were provided. The device remains in service and no adverse patient effects were reported.

Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking for a review of impedance measurements. Technical services (ts) advised the hcp to ask the patient to perform an initiated interrogation to gather updated information. Further investigation of the impedance values found that this system has exhibited high out of range shock and pacing impedance measurements greater than 125 and 3000 ohms respectively. Some of the out-of-range pace impedance measurements appear to be isolated. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.